Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(4) confirmed internal driveline wire damage that would have contributed to the reported driveline fault alarms and pump stop events captured in the submitted log file. The submitted log file contained data from (B)(6) 2019. Intermittent driveline fault alarms were flagged throughout the file. The alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to both the power module and battery power. On (B)(6) 2019, the log file captured pump stop events, while the patient was supported by the power module. The low speed and low flow hazard alarms corresponded with the pump stop events. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(4) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion of the dl was returned in two segments ¿ an approximately 9¿ middle segment and 22¿ distal end segment. Evidence of a previous driveline repair was observed (refer to (B)(4). The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Visual inspection of the dl revealed cuts at approximately 0.5¿ and 2.5¿ from the metal connector. The remaining segments of the dl did not reveal any damage. Upon removal of the outer silicone jacket for each segment of the dl, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use, however severe breakdown was observed on the middle segment at approximately 1-1.5¿ and the distal end segment adjacent to the metal connector. Slight manipulation to the wires of the middle segment at approximately 1¿ caused the insulation of the orange to appear elongated. When slight force was placed on the wire, the inner conductors of the wire fractured in the location of the elongation. The damage appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break within the insulation. Additionally, visual inspection of the returned dl revealed breaches in the middle segment. A breach to the red wire was observed at approximately 1¿, black wire at approximately 1.5¿ yellow wire at approximately 2¿ and orange wire at approximately 3¿. The breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the orange wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground could have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2018-00047. Approximate age of device - 4 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was hospitalized for a non pump related event and had two separate pump stoppage events that day. The system was tethered to a power module with a grounded cable at the time. The patient had previously had perc lead repair. On (B)(6) 2019 the patient received a pump exchange.

Manufacturer narrative:
PMA/510k: manufacturer's aware date was inadvertently omitted from previous report. The correct date was april 18, 2019.

Event description:
Correction: the patient's pump exchange took place on (B)(6) 2019.